Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the device was not properly orientated when it was advanced from the end of the endoscope. The physician rotated the handle of the device to adjust the orientation. The preloaded jagwire guidewire was used to cannulate the common bile duct. The sphincterotome was inserted into the duct and a cholangiogram was performed. Following the cholangiogram, the sphincterotome was removed from the duct. Upon removal, a large piece of blue paint was noted on the guidewire. The complainant believes the paint fragment was likely from the sphincterotome. The procedure was completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.